Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 2.50mm x 20mm nc emerge® balloon catheter was advanced for dilation. However, the balloon failed to inflate and a hole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported.